Event description:
Event verbatim [preferred term] 3rd degree burn, it took skin right off and it hurt real bad/right gluteal area burn after using heatwrap x 5 days [burns third degree]. Case narrative:this is a spontaneous report from a contactable consumer and a contactable other hcp reported on behalf of a physician. An 82-year-old female patient started to use thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) from (B)(6) 2019 for back pain. Medical history included hypertension from an unknown date (diagnosed approximately 30 years ago) and unknown if ongoing (under control) thyroid disorder (removed about 40 years ago) from an unknown date and unknown if ongoing and had knees replaced on unknown dates, chronic obstructive pulmonary disease (copd), meningioma, and drug allergies to sulfa. The patient's concomitant medications were reported as none. The patient reported she had been using the heatwraps for quite a while. She stated she did a lot of walking and her back was bothering her in between her hip and back and that was why she used the product. The patient had right gluteal area burn after using heatwrap x 5 days (on (B)(6) 2019). The patient stated the last one she used she got a 3rd degree burn on her back, buttocks and hip area. She stated it took the skin right off and it was hurting real bad. The patient took the heatwrap off and thought it was tape but it was skin. The patient had a burn and did not want it to get infected. She reported she save the heatwrap product that burned her. The product was discarded by the patient. The patient assessed her skin tone as dark olive. She denied having sensitive skin or any abnormal skin conditions. The patient is currently under the care of a physician for her thyroid and gets bloodwork done every 3 months. She used heatwraps from a red box and there was no product remaining. The patient was seen by the physician on (B)(6) 2019. Treatment was received for 3rd degree burn. Action taken with the suspect product was permanently withdrawn on 27jul2019. Clinical outcome of the event was resolving. The reporting physician stated the patient provided the information to him/her regarding the reported adverse event with the use of the product. The reporting physician considered the pfizer product had a casual effect to the adverse event. Additional information has been requested and will be provided as it becomes available. Follow-up (20aug2019): new information received from a contactable other hcp reported on behalf of a physician included: new reporter, medical history, event onset date, treatment received, event outcome and causality assessment. Company clinical evaluation comments: based on the information provided, the event of burns third degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns third degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
3rd degree burn, it took skin right off and it hurt real bad [burns third degree]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. An (B)(6)-year-old female patient started to use thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) from (B)(6) 2019 for back pain. Medical history included hypertension from an unknown date (diagnosed approximately 30 years ago) and unknown if ongoing (under control) thyroid disorder (removed about 40 years ago) from an unknown date and unknown if ongoing and had knees replaced on unknown dates. The patient's concomitant medications were reported as none. The patient reported she had been using the heatwraps for quite a while. She stated she did a lot of walking and her back was bothering her in between her hip and back and that is why she used the product. On an unspecified date, the patient stated the last one she used she got a 3rd degree burn on her back, buttocks and hip area. She stated it took the skin right off and it was hurting real bad. The patient took the heatwrap off and thought it was tape but it was skin. She did not contact her physician at the time of the report, but will contact one if it does not go away. The patient had a burn and did not want it to get infected. She reported she save the heatwrap product that burned her. The product was discarded by the patient. The patient assessed her skin tone as dark olive. She denied having sensitive skin or any abnormal skin conditions. The patient is currently under the care of a physician for her thyroid and gets bloodwork done every 3 months. She used heatwraps from a red box and there was no product remaining. Action taken with the suspect product was permanently withdrawn on (B)(6) 2019. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comments: based on the information provided, the event of burns third degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.